Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: sheath introducer (terumo), transend (stryker), guiding catheter (terumo), excelsior sl-10 (stryker), y-connector (terumo), dcs syringe ii.

Event description:
It was reported by the hospital contact that the complaint orbit galaxy (640cx3575/17132357) was stuck at the middle of the excelsior sl-10 microcatheter (details unknown) while being inserted. The physician tried to withdraw the coil; however, the embolic coil got unraveled while doing so. The galaxy was withdrawn together with the microcatheter, and the procedure continued with the new microcatheter (details unknown). The procedure was completed without further issues, and there were no patient injury/complications. It is unknown if there was a delay in the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the continous flush had been maintained at all times. No visible damages were noted on the product prior to the event. Only the excelsior sl-10 microcatheter with the severed embolic coil will be returned for analysis and other parts of the galaxy (the coil introducer / delivery tube, etc) are not available. No further information is available. The procedure was the coil embolization of an aneurysm to treat the sah. The patient's details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. A sheath introducer by terumo (model unknown), a transend (stryker), a guiding catheter by terumo (model unknown), an excelsior sl-10 (stryker), a y-connector by terumo (model unknown), and a dcs syringe ii (lot unknown) were used for this procedure.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of an aneurysm to treat subarachnoid hemorrhage, the complaint orbit galaxy (640cx3575/17132357) was stuck at the middle of the excelsior sl-10 microcatheter (details unknown) while being inserted. The physician tried to withdraw the coil; however, the embolic coil got unraveled while doing so. The galaxy was withdrawn together with the microcatheter, and the procedure continued with the new microcatheter (details unknown). The procedure was completed without further issues, and there were no patient injuries so complications. It is unknown if there was a delay in the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the continuous flush had been maintained at all times. No visible damages were noted on the product prior to the event. Only the excelsior sl-10 microcatheter with the severed embolic coil will be returned for analysis and other parts of the galaxy (the coil introducer / delivery tube, etc) are not available. No further information is available. A sheath introducer by terumo (model unknown), a transend (stryker), a guiding catheter by terumo (model unknown), an excelsior sl-10 (stryker), a y-connector by terumo (model unknown), and a dcs syringe ii (lot unknown) were used for this procedure. A non-codman excelsior sl-10 microcatheter was received coiled inside of a plastic bag. The received device was flushed using a lab sample syringe, and a lab sample .014¿ guide wire was introduced in the received micro catheter. The guide wire passed through the received device; however, friction was felt. Additional force was applied, and the embolic coil started to come out from the distal section of the microcatheter. No damages were noted on the received embolic coil. The review of lot 17132357 revealed (B)(4) units were rejected that could be related to the failure reported by the customer ((B)(4)). However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The coil detachment was confirmed since the embolic coil was found deployed inside of the received microcatheter; however, the coil unraveled was not confirmed since no damages were noted on the coil, and the resistance between the coil and microcatheter could not be confirmed since the coil delivery system was not returned for analysis. The root cause of the event could not be determined; however, procedural factors and handling process may have contributed to the event. Inspections are in place that prevents these types of failures from leaving the manufacturing facility. The analysis does not suggest that the failures reported by the customer could be related to the manufacturing process; therefore, no corrective actions will be taken at this time.